Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 54381 was returned and analyzed. Visual inspection of the balloon catheter showed some fluid inside the balloons. Smart chip verification indicated the catheter was used for 14 injections. Pressure test revealed a leak through the guide wire lumen. The balloon integrity was intact; no breach observed. Dissection showed a guide wire lumen kink and breach at 1.4 inches from the tip. In conclusion, the reported fluid in the catheter was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was observed indicating fluid in the catheter. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.